Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm ad the up button was unresponsive. No significant event leading to button error or keypad anomaly were observed. Stuck button troubleshooting was performed and confirmed that the insulin pump was not exposed to a change in altitude and the time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.